Event description:
Baxter received a report stating that during a procedure, a operating table trusystem 7000 was stuck in trend mode and was unable to move the table. Remote screen is black and on button is flashing. The patient was uninjured, and the procedure was finished without incident. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The baxter technician found fluid residue on main control board. The ingress of liquid caused a defect in the motor controller, which finally led to the issue. The technician replaced the motor controller board to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of total loss of table functions thput being recoverable by reset were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Baxter received a report stating that during a procedure, a operating table trusystem 7000 was stuck in trend mode and was unable to move the table. Remote screen is black and on button is flashing. The patient was uninjured, and the procedure was finished without incident. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.